Manufacturer narrative:
Detailed initial reporter and product information was not provided to bsc via the provided medwatch report. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced st segment elevation and short runs of ventricular tachycardia. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. After a few pulses were delivered in the right superior pulmonary vein, st elevations were observed. The patient also experienced short runs of vt. Nitroglycerin was administered, and after a few minutes, the st elevations subsided. The patient stabilized, regained consciousness, and moving extremities without issue. No pericardial effusion was found via ice imaging with a non-boston scientific imaging catheter. It was reported that the user mapped the anatomy with a non-boston scientific mapping catheter. No further patient complications or patient status was reported.